Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: a response was received from the surgeon that indicated the device was explanted due to a failed ring repair due to patient related factors. There was no allegation of a device malfunction by the surgeon. The device will not be returned as it was discarded by the hospital. A device history record review is in progress.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the annuloplasty ring was explanted after an implant duration of 16 days (0.53 months) and replaced by a valve. A response was received from the surgeon indicating that this explant was not due to a malfunction of the device as it was patient related and indicated it was due to an unsuccessful ring repair.